Event description:
It was reported that during a da vinci cholecystectomy procedure, a loose cable was identified on the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the conductor wire dislodged from yaw pulley where it connects to the grips. The yaw pulley was broken exposing the conductor wire and causing the conductor wire to go in the main tube through the wrist. Once the conductor wire was pulled out, visual inspection of the conductor wire found no damage. Failure analysis investigation also found the following unreported damages to the instrument: the yaw pulley was missing a .282 x .107 piece opposite the dislodged conductor wire, allowing the grip to move within the pulley and have a larger range of motion in yaw. The grip's added range of motion likely created excess tension on the wire causing it to go down the wrist. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Both pitch cables were frayed at the instrument's wrist with small strands sticking out. The cables were loose at the distal end. The blue housing was removed to find the pitch cables derailed at the clamping pulley. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .154 - .087 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pulley piece, frayed cables, and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.